Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was exhibiting high out-of-range shock impedance on the right ventricular (rv) channel. Additionally, the ICD exhibited loss of capture on the right atrial (ra) lead channel around the time the ra lead was initially implanted. Boston scientific technical services (ts) provided troubleshooting actions regarding the high out-of-range issue. Device reprogramming was done a couple of weeks after the ra lead was implanted to resolve the loss of capture issue. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was exhibiting high out-of-range shock impedance on the right ventricular (rv) channel. Additionally, the ICD exhibited loss of capture on the right atrial (ra) lead channel around the time the ra lead was initially implanted. Boston scientific technical services (ts) provided troubleshooting actions regarding the high out-of-range issue. Device reprogramming was done a couple of weeks after the ra lead was implanted to resolve the loss of capture issue. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the patient will continue to be monitored. Although the device was reprogrammed to resolve the loss of capture issue, the device still exhibits loss of capture on the ra channel. The cause of the failure to capture and high out-of-range shock impedance is unknown.